Manufacturer narrative:
The user received no sensor detected alerts and persistent connection issues where the user was referred to their hcp to discuss next steps for sensor removal. No further investigation is required.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received no sensor detected alerts and persistent connection issues where the user was referred to their hcp to discuss next steps for sensor removal.